Manufacturer narrative:
Additional information was received that identified that this event should be re-evaluated for MDR reporting. The reassessment determined that the issue does not meet the threshold for reporting and is a non-reportable event. This report was made based upon information which smith & nephew had not been able to investigate or verify prior to the required reporting date.

Event description:
It was reported that, during npwt, the renasys tch device&power sply indicated false warning ¿ ¿canister full¿ despite there was no issue with the canister after the inspection. During the event of false warning indicating, the device could not be paused despite patient had pressed on ¿play/pause¿ button. Eventually, patient pressed ¿on/off¿ button to switch off and to restart this device again. However, the ¿canister full¿ warning was not captured in the calendar history. The issue was completed by using back-up device. No patient injury was reported.